Event description:
It was reported that the tip of a 2.5mm drill bit broke off in the tibia while the surgeon was performing an ankle procedure. The tip was not able to be recovered. The case was completed successfully. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review could not be performed. Based on the information provided, the most likely cause of this type of event include prying and/or leveraging on the device during use. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.